Event description:
The nurse at the hospital contacted lifescan on october 3, 2006 on behalf of the lay user/pt and alleged that the pt's one touch ultra meter kept giving the apply sample message. The medical affairs specialist (mas) called and spoke with the patient on october 6, 2006 and obtained further information from him. The pt informed the mas that he had received the subject meter (new meter) in 2006 after being released from the hospital (admission was related to his diabetes, but this was when he was diagnosed with diabetes). The pt was able to test on the meter for the next two days, but when he attempted to test on the next day, he kept getting the error 2 and apply sample messages. He continued to take this set amount of insulin (20 units of "clear" insulin and 52 units of "murky" insulin in the morning and 39 units of "clear" and 20 units of "murky" insulin in the evening) that day "even though (he) did not know what the blood glucose level was". The next day, the pt attempted to test on the meter again, but could not obtain a result. He was not experiencing any symptoms at this time. He went to the cvs pharmacy, but they could not help him "to get the meter to work". He came back home and took his set amount of morning insulin. He then went to work. He was still unable to test his blood glucose that day. Three days after that, he started experiencing symptoms of "excessive thirst, frequent urination, and bad vision". He took his set amount of insulin and around 9:45 am, he went to the hospital to have his blood glucose checked because he was concerned about his symptoms. "By the time they (hospital personnel) got around to checking the blood glucose, it was midday". The hospital meter result was 298 mg/dl. The pt stated that the insulin he had taken at home prior to going to the hospital may have started to work by then. He was given a shot of insulin (patient didnot know the dosage/type of insulin) and this was when the nurse contacted lfs regarding subject meter. The patient was released at 2.00 pm.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.